Event description:
Complaint received reporting component damages/minor leakage issues with use of d1000 tego connectors. It was reported that 'tego connectors are pretested/primed and placed for initial scheduled dialysis treatments, no issues noted and or treatments impacted. Clinicians are finding that the tego caps are tearing with second dialysis sessions". The reported leakage/blood loss was minimal and did not results in any adverse pt consequences and or outcomes. In each of the events the tego connectors were removed and replaced and treatments resumed.